Event description:
A consumer claims that the device is not making a beeping sound after measurement and that the device is taking low measurements, approximately 32.5degc. Additional narrative: the device has been requested from the consumer and will be sent to the manufacturer for investigation and analysis. These devices are designed according to relevant safety standards and passed all compliance tests.